Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not feeling well and had loss of capture for 2:1 heart block. The right ventricular (rv) lead exhibited high thresholds and no capture at max outputs. It was noted the rv lead had dislodged, it had pulled back into the superior vena cava which was confirmed by x-ray. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.